Event description:
While the pulse generator was being changed out, it was programmed to voo. During electrocautery there was asystole and no capture. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received: device evaluation anticipated, but not yet begun